Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient's receiver and smart device lost connection with the transmitter. Dexcom representative advised the patient to turn off receiver, reset smart device, pair with the smart device first and when pairing is completed, then pair with receiver. This was unsuccessful. No additional patient or event information is available.